Event description:
Customer reported level 1 quality control (qc) out of range high for ft4 on the aia-360 instrument. Customer is using bio-rad qc lot 40340 andft4 test cup lot 117536 and the results were 1.5 ng/dl, 1.53 ng/dl, 1.43 ng/dl and 1.46 ng/dl (range is 0.69 ng/dl-1.28 ng/dl). The technical support specialist (tss) requested the customer to decontaminate the instrument and rerun the qc. The customer followed-up with the tss after decontaminating the instrument and indicated that the ft4 qc are still running high. Customer ran out of calibrators, tss shipped the customer calibrators overnight. On the (B)(6) 2018, customer stated the patient ft4's results from the day before were all abnormal, high or low. The samples were sent to a different facility for repeat testing and results did not match. On the(B)(6), the customer faxed the ft4 calibration to tss for review. The calibration rates were acceptable except one outlier on calibrator 5, which was excluded from the calculation. The qc results were within range. The customer is going to run ft4 patients in duplicate and repeat qc later in the day to test reliability. Customer called back to report that out 6 ft4 patient samples that were tested 2 did not match. Tss advised the customer to stop utilizing the instrument and fse was dispatched. Field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Please note that this MDR MFR report number was previously submitted to the FDA on 07jul2018; it was recreated per request by the FDA MDR data systems team representative. The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse replaced the solenoid valves sv202 and sv204 due to dried up material on the valves. The customer also indicated to the fse that the waste fluid would intermittently flow from the overflow tube in to a bag. The fse cleaned the overflow compartment at the bottom of the aia-360. Fse ran calibration and quality control on ft4 assay and all results were within range without any errors. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from the 11th of may 2017 through awareness date on the 11th of june 2018. There were no similar complaints identified during the searched period. The st aia-pack ft4 states the following: calculation of results the aia systems perform all sample and reagent handling operations automatically. The aia systems read the rate of fluorescence produced by the reaction and automatically convert the rate to free thyroxine concentration in ng/dl. Evaluation of results: quality control, in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient.1 tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.